Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Additionally, it was reported that a cartridge alarm occurred during insulin delivery and a cartridge change error occurred. Customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 109-113 mg/dl.